Manufacturer narrative:
Exact date unknown, event occurred three to four months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.